Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the item was not appearing at the device within the given time frame and on server. A technical support specialist dialed into the station and found that the device was in profile mode, the maintenance service was running, and the device showed that the order was marked as a multi-component order. Report data indicated that the order was being removed regularly with no apparent issues and confirmed that the patient had been discharged. The system functioned as intended when the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had an issue like item was not appearing at the device within the given time frame and on server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.